Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The medtronic representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. A software investigation was initiated to determine the root cause of the anomaly. Log analysis found that the instance was observed, though connection to the viewing station was not established at that time. Leaving the root cause to be undetermined. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4).. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not entirely start. Where it would remain in stand alone mode. No initial troubleshooting was performed. There was no patient present when this issue was identified.